Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
File is a malfunction not a serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The patient's medical history is obesity. The stapler was being used for the second firing. The stapler was able to fire but there was poor staple formation. There were several staples that did not form or looked like they were pulled out by another staple (or unknown object) that was dragged by the knife blade. There was tissue damage as a result of the event. There was excessive bleeding at the staple line but the blood loss did not exceed 500 cc. The damage was not considered permanent. In order to resolve the issue and complete the case, the surgeon had to over sew the staple line. The patient status is alive, no injury. The patient is recovering normally without incident. The device sterilization method is autoclave and the type of cleaning is auto-washer.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two photos of the staple line made by the device. The event report alleges the product was used in a surgical procedure. The visual inspection of the photos noted irregular staple formation. Pmv functional testing could not be done due to the lack of physical product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause could not be determined. No relationship between the device failure and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The two staples that were malformed were removed. The patient status is alive, no injury.